Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377775, lot# v013204, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was stimulation in the wrong location. It was noted that the patient¿s leads moved and it resulted in the patient getting stimulation down their leg. It was noted that the decision was to let the device run out of power and not charge it any longer. It was noted that the reporter ¿threw out the time frame of a couple of years ago¿ but did not know for certain. Additional information was requested but was not available as of the date of this report.